Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during patient procedures their hexavue ip custom room racks touch panels froze and the images on the monitors were not displaying which resulted in procedure delays. No report of injury.